Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The patient expressed dissatisfaction with the device and his ¿life situation.¿ the device pocket had reportedly been painful since implant. The patient stated that the device hurt his right leg issues more than it helped; it was noted that the patient experienced more pain in the right leg when the device was on. The patient reportedly wanted to have the device removed, but could not due to his insurance situation. The patient planned to make an appointment with his health care provider and the manufacturing representative to do troubleshooting and have the device reprogrammed. Three days later it was reported that an impedance test found high impedances on both leads. It was noted that reprogramming was successful in ¿driving energy¿ down the right leg to the foot with good relief. It was noted that the patient was very ¿jittery¿ and difficult to understand verbally. Two days later, it was reported that the patient may have indicated that the device was not working ¿well enough¿ to help his pain and he was going to try to ¿get more this week.¿ it was noted that the patient was difficult to understand, so it was unknown what was meant by this. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3487a-45, lot# v765576, implanted: 2011 (B)(6); product type lead product ID 3487a-45, lot# v763710, implanted: 2011 (B)(6); product type lead product ID 355531, lot# n306718, implanted: 2011 (B)(6); product type screening device product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37092, lot# 300120001, implanted: 2011 (B)(6); product type accessory. (B)(4).